Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: l5- s1 degenerative disc procedure: posterior lateral interbody fusion (plif) levels implanted: l5-s1 it was reported that on (B)(6) 2018, intra-op, while implanting the lateral torque down and break offs were a successful but when doing the final tightening on the middle nut, the center screw stripped out and did not toque down. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis result: visual functional microscopic there were three adjustable cross-links returned. Two of the screws that lock the rods in place have sheered off where the threads transition into the nose of the screw. On one of the screws, deformation can be noted to the internal hex. On the other broken screw, a portion of the driver has broken off inside the internal hex. The center locking not on the three links appears to function properly, but do show some rounding on the corners. The screws appear to have been over tightened causing the nose to break off. If information is provided in the future, a supplemental report will be issued.